Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient states there was another surgery where it was taken out because of a few issues but caller cannot recall why and when. The other surgeries were to put in interstim stimulator.